Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave nav catheter was analyzed. Visual inspection found no abnormalities. A guidewire was advanced through the catheter, and the device was deployed to flower successfully. It was noted that some of the splines were facing forward, and the planarity was out of specification as the catheter did not pass the planarity test measuring over the maximum specification for the product. Microscopic inspection found strut damage in the form of voids on the inside of the spline cage. The reported allegation was confirmed.

Event description:
It was reported that during the faraview procedure for atrial fibrillation, it was noted that the farawave catheter started acting odd with the software. The physician removed the catheter and noticed a broken spline. The local rep confirmed, that the spline was detached upon removal. A new catheter was used, and the procedure was completed. No patient complications occurred. The device was received for analysis.

Event description:
It was reported that during the faraview procedure for atrial fibrillation, it was noted that the farawave catheter started acting odd with the software. The physician removed the catheter and noticed a broken spline. The local rep confirmed, that the spline was detached upon removal. A new catheter was used, and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.